Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances with current measurements being greater than 125 ohms. Boston scientific technical services (ts) recommended increasing the shock lead alert limit from 125 to 150 ohms and monitoring the patient. Based on history of measurements this is likely patient condition related. No adverse patient effects were reported. The lead remains in service.